Event description:
While pt on ventilator, the ventilator screen went blank, no settings could be seen to monitor pt. Pulled out of service. Pt was transferred to another ventilator. Vent was sent in for repair.